Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of five bd¿ syringe ll had crack on their barrel. Foreign complaints the following information was provided by initial reporter, translated from (B)(6) to english: ¿crack on the barrel section. Physician was preparing injection, upon examination, physician noted the syringe had a crack. Patient status ¿ no adverse effects. No intervention required, another syringe was prepared and used.¿

Manufacturer narrative:
H.6. Investigation: one sample and photo received for investigation. A barrel cracked was observed. Test were performed, including defects on molding for barrel, plunger rod and/or stopper affecting functionality or safety for the finished product, leakage test. The results obtained from the functional tests in the retention samples are satisfactory, also the product sent by the client were in accordance. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Potential root cause, during transport the barrel can become jammed, generating the additional damage could bind on the assembly dials in the same way, causing damage to the syringe.

Event description:
It was reported that the barrel of five bd¿ syringe ll had crack on their barrel. Foreign complaints the following information was provided by initial reporter, translated from spanish to english: ¿ crack on the barrel section. Physician was preparing injection, upon examination, physician noted the syringe had a crack. Patient status ¿ no adverse effects. No intervention required, another syringe was prepared and used. ¿